Event description:
The lay user/reporter called lifescan (lfs) (B)(4) on (B)(6) 2006, and alleged that the pt's meter was set to the incorrect unit of measurement. The pt's meter was set to the incorrect unit of measurement for approx one month. She was interpreting her meter results as being in mg/dl, when they were actually in mmol/l. For example, the pt obtained results on her meter as "13.9, 14.3 and 12.8" and was reading them as "139, 143 and 128". After conversion of these 3 results from mmol/l to mg/dl, they were actually 250, 257 and 230 mg/dl. The pt takes two oral diabetes medications, daonil 3 pills a day and glucophage 3 pills a day. She did not adjust her oral medications. She also takes lantus insulin in the evening, which is adjusted according to her fasting meter results. If the blood glucose result in the morning, is below 100 mg/dl, then the pt would take 2 units less than the day before and if the blood glucose result is above 140 mg/dl then the pt would take 2 more units than the day before. Three months prior, the pt was taking approx 26 units of lantus. She is currently taking approx 16 units of lantus. For the past month and a half, the pt has been having symptoms of intense tiredness, heart palpitations, heaviness, and an intense ache in her bones and muscles. On (B)(6) 2006, the pt performed a lab comparison. Her meter read "11.4" interpreted as 114 mg/dl and the lab result was 269 mg/dl. The pt's meter was previously set to the correct unit of measurement and she has not made any change in the settings mode. The pt's meter was set to the incorrect units of measure and the pt was found to be hyperglycemic by a laboratory result while having symptoms. This case is exempt from submitting and adverse event MDR by the remedial action exemption (B)(4) for the one touch ultra meter for problems with inadvertent change in units of measure date, 12/29/2005.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.